Event description:
On (B)(6) 2011, the patient reported the display of his infusion device is cracked and there are black spots that begin on the right side of the display and move toward the left. He is able to read the time/date but is unable to read insulin amounts. The infusion device had not been dropped within the last 48 hours. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.